Manufacturer narrative:
The insulin pump received with the operating currents within spec. And passed the self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No excessive no delivery alarms noted. The insulin pump received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized with blood glucose of 600+ mg/dl. The customer was treated with the pump and manual injection. The customer was hospitalized for diabetic ketoacidosis. The customer was wearing the insulin pump during the hospitalization. Troubleshooting was performed and the pump alarmed no delivery. The customer was assisted with 5.0 unit fixed prime and insulin exited. The insulin pump will be returned for analysis.